Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation attached to a mating mount. A visual inspection of the as returned product identified wear about the implant threads and vent. Functional testing was performed for the returned product and it was determined that the screw could not be removed from the mount without using excessive force. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration d4: (B)(4). G4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant and mount (tsvh10) would not disengage from each other. Another implant form stock was used to complete the procedure.